Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
A hospital staff employee reported scanning depth was shallower during the bed cut of a lasik procedure. The physician stopped the surgery due to abnormal flap thickness. The patient interface was exchanged out and a new one was inserted. A re-scan was performed and the procedure was completed. No patient harm was reported. The patient was examined and vision was reported to be normal.

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the treatment. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).